Event description:
It was reported that the device had frequent fast ventricular tachycardia episodes, which was mostly noise according to the physician. It was further reported that the patient's syncope was not heart related; therefore, the device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.